Manufacturer narrative:
Apifix was just made aware of this incident and is collecting more information with which to determine the cause of the event. When new information is made available and a conclusion has been made, apifix will file a follow-up MDR report and update the complaint accordingly.

Event description:
Extraction of apifix system. Currently, the reason for the revision surgery is not clear and the patient information is not available.